Event description:
It was reported the pt experienced a loss of therapeutic effect with acute pain. The pt felt like the stimulation was causing her to lose her balance. The pt continued to state she felt like the device was "mobile". When the pt rolled over in bed, she felt like she had a jolting sensation. The pt indicated there was no known accident or incident related to this complaint. The pt was at home. She had moved and was in the process of finding a new physician. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).